Manufacturer narrative:
Device evaluation summary device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. As received, the monitor was unable to deliver a pulse. There was liquid contamination on the ca and defib tin pin connections. The components were cleaned. After the contamination was cleaned the device was successfully able to pass detect and treat testing. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor failed incoming functionality testing.